Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Added initial reporter (phone). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to physical stress; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: preparation and inspection - inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information - please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing of the returned device, service confirmed the device was leaking due to a cut in the bending section cover, and the distal end had a scratch and was dented. In addition, water tightness was lost due to deformation of the scope connector. The adhesive on the bending section cover was detached. The control unit and the connecting tube were scratched. The bending angle in the down direction was out of specification due to wear of the angle wire. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is received.

Event description:
The customer reported to olympus that during reprocessing of the subject device, leakage was observed from the bending section cover (a-rubber), and scratches were observed on the distal end. There was no patient or user injury reported due to the issues. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating of the connecting tube was peeling. This MDR is being submitted to capture the reportable malfunction found during evaluation of the device (peeling coating).